Event description:
The customer was not feeling well at midnight on the event date after waking up. The customer then used the suspect device to check their blood glucose. The customer obtained a result of 974mg/dl. The customer then took 6 units of insulin and went back to bed. The customer called three days later to ask how high the device reads and then reported the incident.